Manufacturer narrative:
Additional information: d4(UDI, expiration date), h4 h10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m141753 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m141753 , test base part number 190-430 / lot: m141753 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m141753 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
Additional information: (lot #). This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR reports: (B)(4).

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on multiple dates. This MFR. Report addresses patient 5 of 7. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swab. Confirmation testing was performed on (B)(6) 2021, all generated negative results. The customer stated the patient was asymptomatic. Additionally, the customer confirmed that there was a delay and/or impact in treatment. The patients surgical procedure was delayed. Positive results are indicative of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous samples may cause a false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), this incident shall be considered reportable.